Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to being hard to pump occasionally. No issues were noticed while inflating before surgery or after extraction. Pump was replaced with titan classic model. Additional information received indicated the patient stated the pump was sometimes hard to inflate.

Manufacturer narrative:
A titan touch pump was received for evaluation. A separation was noted in the longer exhaust tube of the pump. This was a site of leakage. The surfaces appeared to have uniform striation indicating contact with sharp instrumentation. Abrasion was noted on all tubes of the pump. The information received indicated the device was difficult to pump, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the longer exhaust tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, the patient reported that the device was hard to pump occasionally. No issues were noticed while inflating before surgery or after extraction. The pump was explanted and replaced.